Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had flow issues. The following information was provided by the initial reporter: pt receiving continuous doxorubicin and dacarbazine. As is conventional unit practice, a 5 port primary tubing was used, with the closest port to the pump remaining open for blood return checks and the next two ports infusing the doxorubicin and dacarbazine. Pt's primary nurse was completing blood return checks on the first port using a flush and the phaseal optima ctsd system. Draw back for blood return was fine, but when then the saline was flushed the nurse noticed that the saline from the flush was moving through the pump up the short set tubing into the drip chamber of the doxorubicin bag rather than down the primary tubing toward the patient. This was traceable as the saline clear fluid could be traced in contrast to the orange of the doxorubicin. The nurse notified me, the charge nurse. I verified the same thing was occurring, then clamped the chemo bags above the pump to flush and noted the flush going down to the patient as expected. Not sure if this is a pump malfunction, but this ends up with the patient's doxorubicin volume increasing by ~1hr every time it is flushed.